Manufacturer narrative:
The cause of the reported issue was determined to be due to burnt components on the therapy pcb assembly.

Event description:
A customer contacted physio-control to report that during an annual maintenance check, the service agent noted that there was a burning odor from the device. Upon inspection, by the third party service agent, it was observed that the device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and observed that the device would not power on. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that during an annual maintenance check, the service agent noted that there was a burning odor from the device. Upon inspection, by the third party service agent, it was observed that the device would not power on when attempted. There was no patient use associated with the reported event.